Event description:
It was reported to philips that the customer was unable to perform fluoroscopy on the system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to perform fluoroscopy. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the cathode converter of the generator was the cause of the issue. To resolve the issue, the fse replaced cathode converter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.